Event description:
According to the initial reporter, the physician called the district manager indicating the patient did not survive a fevar procedure with a zfen graft. While the physician said it was a good technical result with the implants, the patient lost 1.25 liters of blood primarily thru the 18fr sheath. As a result, the patient had coagulopathic issues in addition to a infarct in the intestines as well as a retro-parteneal hemotoma. The physician resected a portion of the affected intestines. The physician attributed the patient's inability to survive these events to blood loss. The patient did receive several units of blood as well as cell-saver during the procedure. The physician had to use the 18fr sheath because he could not get up a 20fr sheath into the patients anatomy".